Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation on his shoulder blades. The patient's home health nurse also reported that the patient has thin skin and is older and had wounds not caused by the lifevest. The nurse provided calmoseptine ointment and the patient's doctor recommended to continue wearing the lifevest and to change garments more frequently. Follow-up indicated that the skin irritation had improved.